Event description:
The device was used to deliver defibrillator energy to the pt on time. After this discharge the device screen reportedly blanked for approximately 30 seconds. When the display returned, a 'press lead selection' message was observed. There were no add'l details concerning the allegation. The facility determined there was no adverse affect to pt treatment resulting for the report, although the basis for this determination was not reported.